Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. It was reported that the balloon was not soaked prior to use. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use (IFU) states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. Additionally, it was reported that the balloon was removed partially inflated and force had to be used, as difficulty was encountered since the balloon would not deflate. It should be noted the coronary dilatation catheters (cdc), nc trek rx, global IFU states: withdraw the deflated dilatation catheter and guide wire from the guiding catheter through the hemostatic valve. The coronary dilatation catheters (cdc), nc trek rx, global IFU stated: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. Based on the information provided, a definitive cause for the reported leak and deflation issue could not be determined; however, the reported difficulty removing the device appears to be related to circumstances of the procedure/user error. Possible factors that could contribute to a leak include, but are not limited to, manufacturing, damage during processing of the balloon material, inflation technique, interactions with other devices or lesion calcification. Additionally, possible factors that may contribute to difficulty deflating the balloon include, but are not limited to, deflation technique, tortuous anatomy, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. The product risk assessment identifies this as a foreseeable event; as such, design and manufacturing controls and mitigations have been established for potential causes. In this case, a conclusive cause for the reported leak or deflation issue could not be determined since the device was not returned for analysis. Additionally, it is likely that the reported deflation issue contributed to the resistance met during removal since the balloon would not fully deflate. Force was applied and the partially deflated balloon was withdrawn with the guiding catheter as one unit. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 - medical device problem code 2017 clarifier: failure to follow steps / instructions; excessive force, incorrect prep.

Event description:
It was reported that the procedure was to treat a lesion in the proximal right coronary artery with 99% stenosis. A 3.0x38mm non-abbott stent and a 3.5x24mm non-abbott stent were implanted. The 4.0x12mm nc trek balloon dilatation catheter (bbc) was used for post dilatation, and was not soaked prior to use per the instructions for use. The balloon was inflated twice to 12 atmospheres, yet was losing pressure during inflation. Upon deflation, the device was held negative for 3-5 seconds; however, the balloon only partially deflated causing resistance during withdrawal into the 4.0x23mm non-abbott guide catheter. Force was applied and the partially deflated balloon was withdrawn with the guiding catheter as one unit. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.